Manufacturer narrative:
Bd had not received samples, but one photograph was provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for (B)(4) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a 13x100 mm 5.0 ml bd vacutainer® plastic ppt molecular diagnostics tube had a missing label. No serious injury or medical intervention reported.